Event description:
It was reported that when the package was opened and the platinum plus guidewire was removed from the holder, the distal portion was fractured. The platinum plus guidewire was replaced with another from a different lot number and the procedure was successfully completed. The guidewire did not come in contact with the patient's body and no patient injuries or complications were reported. Patient status is reported as 'good.'

Manufacturer narrative:
The device ahs not been received for analysis as of the date of this report.